Event description:
It was reported that water had started to penetrate the shower bag from the bottom. The bag was discarded.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the patient's shower bag was unable to be confirmed as no images were provided and the device was not returned for evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas) support with no further related issues reported at this time. The relevant sections of the device history records for the heartmate gogear shower bag, lot number 8985644, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. A, and the heartmate 3 lvas patient handbook rev. C, are currently available. The current revisions of the IFU and patient handbook can be found on the electronic IFU (eifu) page of the abbott website. The IFU and patient handbook instruct the user to periodically inspect wear and carry accessories for damage or wear. These documents further state, ¿if an accessory appears damaged or worn, do not use it. Contact the manufacturer with questions or to order a replacement, if needed.¿ the IFU and patient handbook also provide instructions on using and assembling the shower bag. The IFU further warns that the shower bag must dry completely between uses. After showering, the exterior of the bag should be wiped with a clean, dry towel, and the bag should be allowed to drip dry completely before being used again. No further information was provided. The manufacturer is closing the file on this event.